Event description:
It was reported that, "pt complained of knee pain one yr after implanted. Xrays showed possible loosening and, bone screw showed hot spots. When surgeon opened the knee the baseplate was visibly loose. The implant was removed and replaced with a revision baseplate and a stem."

Manufacturer narrative:
Na